Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received an unknown drug in an implantable pump for spinal pain. The patient medical history and concomitant medications were unable to be obtained. During a pump refill on (B)(6) 2019 the hcp was only able to inject 18ml into the pump. The reservoir volume was aspirated without issue. After injecting 18ml, the reservoir was aspirated again and 18ml was withdrawn. The hcp attempted to again refill the pump and was only able to inject 18ml. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient denied any falls. No symptoms were reported. No further actions/interventions were taken. The issue was considered ongoing. The patient status was indicated to be alive with no injury. No complications were reported/anticipated.

Manufacturer narrative:
Analysis found the pump passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that they planned on moving the pump from the back to the abdomen on (B)(6) 2019. They planned to connect a new pump segment to the existing spinal segment and putting in a new pump and program a back table prime as well. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the inability to refill the pump to capacity was not determined. The patient denied any recent falls but does fall occasionally. The patient had a 20cc pump but only 18 cc were able to be injected into the reservoir. The patient was due to have her pump repositioned from the left buttocks to the abdomen. The pump will be examined at that time. The pump was still functioning. The hcp will monitor the reservoir volumes.